Manufacturer narrative:
It was reported that, the device "sounds very loud, when putting medication in, it takes about 15-20 minutes for it start producing mist and doesn't use up all the medication". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Doesn't use up all the medication".